Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10-15 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.